Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided or if the device is returned for analysis.

Event description:
Boston scientific received information that this device displayed an elective replacement indicator (eri) associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. This device is included in the mid-life display of replacement indicators advisory population communicated (B)(6) 2007. There were no adverse patient effects reported, and the device remains implanted and in service.

Event description:
The device subsequently was explanted and replaced when the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d).

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.